Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Returned sample evaluation: there are no photographs associated with this case no unused returned sample was received. Conclusion summary of the related event: a complaint search performed in database, by manufacturing date for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines shows a decreasing trend from jun 2019 to date (cut off september 30, 2020). Based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the ats#1 and ats#2 manufacturing lines is related to machine condition. As part of the nonconformance report (ncr), actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the investigations (rci¿s) were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in database, from 2018 to september 30, 2020, for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the ats#1 & ats#2, according to the product instructions and test methods, which contribute directly to the detection activities: manufacturing process instructions (process instruction (pi)21-130 - ats1 assembly and packaging / process instruction (pi)21-122 - ast2 assembly and packaging) 1. Visual inspection to completed product 100% of units. 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity 6 samples at the beginning of the batch and each 1 hour. Quality test methods (test method¿ visual nonconformities laminated adhesive products / test method ¿ pouch nonconformities). A quality notification was given to the quality and manufacturing personnel of the ats#1, ats#2, convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode. For everything explained above, no additional actions are required. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
MDR 9618003-2019-05600 / device 5 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that the product had "off center starter hole by 6mm". The end user was unable to provide a photograph of product with complaint issue. The product was not used, no harm reported.